Manufacturer narrative:
According to the facility on (B)(6) 2024 the physician "got cut when he was injecting medication during a procedure". Per the facility "the patient was not injured, and the physician removed his gloves, washed the area, put a bandage on and continued to finish their day". Per the facility "the syringe broke at the very end of the procedure where you press to inject". Per the facility "no serious injury occurred". The device has been requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2024 the physician "got cut when he was injecting medication during a procedure".